Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-may-2024, it was reported that patient faced infusion set tubing kinked event. The set was in use for one hour. Blood glucose levels were 300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.